Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pause episode was noted due to intermittent ventricular undersensing on the insertable cardiac monitor. Programming change was discussed. The patient was asymptomatic.